Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary. (B)(4) the implantable pulse generator was returned, and no anomalies were found. It was also noted that there was grommet damage and a missing set screw part.

Event description:
It was reported that noise was present on the atrial lead and that a micro dislodgement was detected. It was further reported that the lead was disconnected from the device and reconnected. The lead was repositioned and remains in use. The device was removed and replaced. No patient complications have been reported as a result of this event.